Event description:
New information received indicates that oversensing was noted with deep breathing and coughing, but not with pocket manipulation and provocative manipulation. Programming changes were made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net. Review of the episodes suggested possible myopotential oversensing. Isometrics and deep breathing, as well as, programming changes were recommended.